Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was between 44 mg/dl. Blood glucose level at the time of call was 154 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer did experienced symptoms such as shaking for low glucose value. Customer was treated with food. Auto mode was not active at the time of the event. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.